Event description:
It was reported the biomed was doing a preventative maintenance check on the device and the ventricular outputs were not reading correctly. Set to 1 or 5 ma (millamp) and reading 13.7 ma; at 10 ma output reading 15 ma; at 20 ma reading 18.6 ma. The biomed will be taking the device out of service as the device is no longer serviced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.